Event description:
A nurse contacted product surveillance to relay an issue a home pt (hp) had with her pt line extension. The hp woke up in the middle of the night and discovered her bed was wet. The hp found her pt line extension separated from the transfer set. The hp clamped off the line and placed a mini-cap on the transfer set. The hp was given 2 grams of ancef daily for three days, as well as 250 milligrams of cipro twice a day for three days orally. There was no pt injury as a result of this incident.

Manufacturer narrative:
Per the nurse, the sample was discarded.